Manufacturer narrative:
The device and lot number are not available for evaluation. However, catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they meet the specification requirements. In addition, the optima eb design has been validated to meet the buckling load requirements (simulation of force required to perforate tissue). Straight (undeflected) catheters were also validated to meet this requirements. Due to the loop in the optima catheter, the force is disseminated around the distal loop making the possibility of puncture even more remote than with a straight catheter. There are no sharp points of contact as the catheter maintains the distal loop shape. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel." The risk assesment associated with optima and catheters with similar loop design was reviewed and with reference to our testing and experience identifies that the likelihood of a hazard of this nature resulting from our device, taking into account this event and our experience with similar design product shipped to date, is remote.

Event description:
At completion of geometry creation, the patient's blood pressure was a bit low. The sonosite was used to confirm a small pericardial effusion which was monitored and the la ablation was continued. At the conclusion of the la ablation, effusion was larger and the physician elected to perform a pericardiocentesis. Access to the effusion was difficult, therefore, the patient was taken to the or for a thorocotomy and a 'tear' at the base of the laa was repaired. Patient is doing fine.